Event description:
Complainant alleged that while attempting to defibrillate a male patient, this second device inappropriately displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2014-00524 for the first device used on the same patient.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.